Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The outcome was not considered device or therapy related. No autopsy was performed and the device was not explanted. Right heart failure is listed as an adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after implantation, the patient developed a right ventricular dysfunction that caused the patient's death. No autopsy was performed. No further information was provided.